Manufacturer narrative:
A1 patient identifier corrected from (B)(6). Corrected the device information from ams 700 inflatable penile prosthesis to spectra penile prosthesis.

Event description:
It was previously reported that the patient had an ams 700 inflatable penile prosthesis replaced, however the correct device is a spectra penile prosthesis.

Event description:
It was reported that the ams 700 inflatable penile prosthesis (ipp) was replaced due to patient dissatisfaction with the rigidity and concealability of the device. There were no patient complications reported as a result of this event.